Event description:
The customer called and reported the insulin pump was alarming to indicate radio frequency self test failure. Customer's blood glucose was not known. The alarm did not occur during the rewind/prime sequence. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.